Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the device bending section detachment/separation could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The uretero-reno videoscope was returned to the service center for a separate issue. During evaluation of the device at the service center, a detached bending section was found and needed to be replaced. There was no patient involvement, and no harm was reported as a result of the event.